Manufacturer narrative:
Analysis of the battery pack and the log filesfrom the AED identified that the customer's failure to promptly address red asi warnings reduced battery life expectancy. The cause of the AED not powering on was related to the customers failure to maintain the battery pack.

Manufacturer narrative:
Although requested, the AED's log files have not been returned and the cause of the complaint is not known.

Event description:
A customer reported that their AED would not power on; however, when tested with a spare battery pack, it did power on and prompted a service code. They reported this did not occur during patient use.